Event description:
Post deployment of a 23mm sapien xt valve there was severe central aortic insufficiency noted on tee; a second valve was implanted. While all three leaflets seemed to be moving in short axis view, there was a large jet between the right and the non coronary cusp that was not resolving. Attempts were made to alter the leaflets by advancing the pigtail catheter, but this proved ineffective. There was discussion of post dilating the valve to see if it would have an effect, but as the patient¿s pressure was waning in the 60's/mmhg, and the annulus was on the small side, the decision was made to implant a second valve. This was done successfully. The patient recovered post-deployment of the second valve almost immediately without the help of vasopressors, and was stable. There may have been a calcium nodule preventing full expansion of the first valve and altering the coaptation of the leaflets. After valve deployment, a small indentation was appreciated in the stent near the non-coronary cusp.

Manufacturer narrative:
Cine images were submitted to edwards for review; echo was not provided. The imaging provided was reviewed by an edwards physician proctor. Observations/impression: observations: there is calcium at the level of the stj. Leaflet calcification is mild-moderate. Coaxial alignment of the valve/delivery system is good. Image intensifier angle is good. Valve is deployed 50:50 across the annulus. Post deployment regurgitation is severe. No anatomical cause identified for regurgitation. Deployment of 2nd valve resolves regurgitation. Impressions: unable to determine cause of regurgitation reported. Calcium does not appear to be a major contributor. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause for the central aortic insufficiency post valve deployment cannot be determined. On review of cine images provided, there is no anatomical cause identified for the regurgitation. Echo was not submitted for review. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.